Manufacturer narrative:
Additional information: lot# provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis an image review was conducted and it was concluded there is definitely glue (venaseal) in the femoral vein on duplex ultrasound deemed very characteristically unique to be solely adhesive. There is a characteristic shape to the adhesive, which does not seem not have any clot or thrombus adherent to it at the time of this study. In the cross-sectional image it was estimated there is less than 10% stenosis or occlusion of the vein lumen, which should not affect blood flow in the least. This is most likely to be very stable and seen again in future duplex examinations. This is also seen in the other projection/image orientation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician used a venaseal closure system to treat the patients great saphenous vein (gsv). General anesthesia was used. No compression used. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The guidewire was used during catheter insertion and placement. It was confirmed on ultrasound that the catheter tip was 5 caudal to sfj. Compression of gsv was performed for 3 minutes. It was noted that vein did close. An ultrasound examination was performed within 72 hours after the surgery and it was reported that a thrombus-like substance had developed at the junction between the great saphenous vein and the femoral vein. No thrombus was present in the deep vein and no thrombus extended from the sfj. There are no patient symptoms, the patient is under observation.